Event description:
The pt was set to simv mode with a ramp type flow delivery. The ventilator was later witnessed to vary exhaled tidal volumes, shutdown (reset) and power backup again. It did this a total of three times and failed to come back on after the third reset. The pt was supported by bag resuscitation and apparently suffered no adverse effects. Co inservicing had not covered this known problem during staff competencies. A portion of the staff were informed these settings might cause a variance in tidal volumes, but no caution was made concerning ventilator rests, and shutdowns. A co letter dated 9/13/99 outlined this probability and made a recommendation to not use these settings. A review of respiratory care, biomedical engineering, and risk management failed to turn up that document which was written prior to obtaining the 760 fleet in october. This situation was exacerbated when the co failed to return a call from their technical service department until 8:30 am monday morning; after being called twice at 5:00 am on sunday morning. A total of five ventilators experienced numerous rests, and two complete shutdowns on two different pts, before the solution was found.